Event description:
The pt had the device inserted in 1999. The pt went to the hospital on 10/02/99 with severe abdominal pain. Peritonitis was diagnosed. Pt spent 7 days in the hospital and had a mini-laparotomy and peritoneal lavage. A new tube was inserted surgically at a new site and the old site was used as a drain, then allowed to heal. The pt recovered and was discharged to their home. Pt is feeding well and has no ill-effects. One pt involved.